Event description:
On 12/20/96 when pump refill was done pulled out 15 cc of medication when there should have been 8.2 cc. Client having increased pain on 3/4. Under fluoroscopy pump & catheter looked at. Could not see rotor move during bolus. No kinks noted in catheter. 3/5/97 17.5 cc of morphine pulled out of 18 cc that was instiled on 12/20. Physician notified and pt was scheduled for pump replacement.